Manufacturer narrative:
(B)(4).

Event description:
Reportedly, an oxygen sensor occurred. Error was unable to be resolved by oxygen sensor calibration. The oxygen sensor was replaced, which resolved the reported issue. No patient involvement reported.